Manufacturer narrative:
H.3. Device return not anticipated. If additional information becomes available a supplemental will be filed.

Event description:
It was reported that bd insyte 24ga x 0.75in breaks during placement attempts. The following information was provided by the initial reporter, translated from spanish to english: really it is more of a report, to request a change of bd insyte brand yelcos, since the channeling with these is type defective, no matter more experience and practice the nurse has, the yelcos cause the large venous accesses to break, or the return is not visible at the moment of testing the vein, or at the moment of wanting to displace the cap and remove the mandrill, they bend, they brake, they flower, which causes a patient to be recanalized, or the performance of a new attempt to channels, those catheters are really very bad, and it is heard in the pharmacy that only the braun yelcos are dispatched to the emergency and ICU, when on the other floors the patients also have difficult venous access, with this patient who is registered here three attempt was made until we had a braun cast and achieved channels without problems or difficulties. I think that the use of the insyte catheters is prolonging the suffering of the patients.